Event description:
Surgeon was preparing the acclarent aera eustachian tube balloon catheter on the sterile back table to be sure device was functional. The staff and surgeon noted the balloon catheter was bent and the balloon ruptured when the surgeon began to fill the balloon. Company was notified immediately after the case about the defect. Manufacturer response: for eustachian tube balloon dilation device, acclarent aera (per site reporter) manufacturer was notified and send in a replacement device. Rep will pick up next time at our facility.